Event description:
Lap cholecystectomy: "clip stuck in the shaft and some clips fell off the device. Clips were not closed. All clips were retrieved out of the patient." Patient status: "well".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be reported upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted then the supplemental report will be submitted to the FDA.